Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient. Device not returned.

Event description:
The patient stated that her coaguchek xs meter serial number (B)(4) was losing power and displayed high results. The patient stated that she received an erroneous result when testing with the meter. A sample from the patient was tested on the meter, resulting as 4.1 inr. Within 7 hours of the meter test, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.9 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and the patient's medication was not changed based on the meter result. The patient's current condition is not very good. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is twice per week. The patient did not have antiphospholipid antibodies or anemia. The patient has some bruising, but did not seek medical treatment. The meter display was complete. There was no dirt or moisture in the battery compartment. The patient used an eraser on the battery contacts and inserted new batteries. The meter displayed "set" and the date. The patient then re-set the time and date. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (lot 297787) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The patient's meter was returned for investigation. The meter could not be tested due to corrosion of battery contacts inhibiting power to the meter. No information was provided that would point to a cause for the result discrepancy. Infiltrated liquids into the meter lead to contaminated and/ or corroded soldering contacts. The root cause of the meter power issue is contamination of the contacts due to improper handling or maintenance.